Manufacturer narrative:
Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen had scratches and screen was hard to see. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.